Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mini trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery that was non-tortuous, non-calcified and 60% stenosed. The mini trek rx 2.0 x 20 mm balloon dilatation catheter was not inflating at all. Another same size mini trek was attempted to be used but the same issue occurred and the balloon did not inflate at all. A non-abbott balloon dilatation catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported failure to inflate was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: a review of the complaint history did not indicate a lot specific quality issue.